Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side rupture and implant exchange due to concern with "textured" product. Device was explanted and replaced.

Manufacturer narrative:
Additional information for reporter zip code (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and implant exchange due to concern with "textured" product.

Event description:
Healthcare professional reported right side rupture and implant exchange due to concern with "textured" product. Device was explanted and replaced.